Event description:
A medtronic representative reported that a registered nurse notified him of a camera communication issue during a cranial case with the s7. The system went to "localizer not connected" during navigation; it was reported that there were no fault lights on the camera. The report was made while the site was in the process of re-booting the system. The surgeon completed the surgery with the use of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Per the reported event, the camera communication error was a beeping sound, and resolved by re-booting the system. Further evaluation, by medtronic representative at the site on (B)(4) 2011, finds all connections and cabling inspected between psu, scu, I/o hub, and computer. Manipulation of connections and cabling did not cause psu to cycle. System is functioning properly, no further issues reported. Return of the suspect part to the manufacturer is not expected.